Manufacturer narrative:
Title a blunt dissection technique using the ligasure vessel-sealing device improves perioperative outcomes and postoperative splenic-vessel patency after laparoscopic spleen- and splenic-vessel-preserving distal pancreatectomy source surgical endoscopy, volume 32, 2018 (2550¿2558) date of publication: 27 february 2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, fifty-five patients were divided into the ligasure vessel-sealing device group (n = 23) and non-ligasure group (n = 26), and underwent laparoscopic spleen- and splenic-vessel-preserving distal pancreatectomy. In the ligasure group, the ligasure generator was used in all procedures. Clinically relevant pancreatic fistulas occurred in two patients in each group.